Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted for gi bleed. Anticoagulation was stopped until bleeding subsided and restarted at lower inr goal. Ctr will continue to monitor.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.